Manufacturer narrative:
Philips has investigated the reported complaint. The investigation determined that the table did not break or malfunction during or after CPR. However, the customer indicated that they felt the table could be built better, which was the cause for the report. Although initially it was reported that the patient died as a result of this issue, the investigation showed that the patient was not harmed. A philips field service engineer (fse) inspected the system on site, and was able to confirm the information reported by the user, that there was no malfunction of the table or patient death. No further action was taken by the fse. As such, this complaint has been re-evaluated and is non-reportable. The evaluation codes were updated as per the investigation outcome.

Event description:
It was reported to philips that while performing cardiopulmonary resuscitation (CPR), the table was "shaking and not stable" and resulted in "sub-optimal" CPR being performed on the patient. The patient later passed away. Philips has started an investigation of this complaint